Manufacturer narrative:
The device history record (DHR) could not be reviewed because a lot number was not available. All dhrs are reviewed and approved by quality prior to release of product. There were no samples received for examination. The reported condition could not be confirmed. The complaint will be reopened if a sample is received. There is insufficient information to determine a most probable root cause. Corrective or preventive actions will not be taken at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported through medwatch that a registered nurse (rn) was to administer an intramuscular injection of methergine. The rn used the safety feature to cap the needle and it did not click. The rn was poked on the left pointer finger by the needle when the guide did not close fully. The patient was aware of the rn's exposure and consented to laboratory blood work.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.